Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the surgical intervention and medical device removal.

Event description:
Aml litigation records received alleging pain, component fracture (stem), mental anguish, physical injuries, suffering, medical expenses, economic loss, loss of enjoyment of life, impairment and disfigurement. Doi: (B)(6) 2009 - dor: (B)(6) 2017; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2009, the patient had bilateral total hip arthroplasties to address severe bilateral hip arthritis. Depuy components were used during this procedure. On (B)(6) 2017, the patient had a revision femoral stem of left total hip arthroplasty, and exchange of metal liner to polyethylene to address broken (fractured) femoral stem aml with associated metal-on-metal articulation. The indications for surgery noted that the patient was having pain, cobalt and chromium levels were 14. During the procedure, the surgeon observed quite a bit of really thick white scar tissue. The proximal portion femoral stem was noted to be loose and easily removed. The distal portion of the stem was well fixed.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate removed h6 (device) break (1069) and (3191) medical device removal and surgical intervention. No code available (3191) is used to capture blood heavy metal increased and device revision or replacement.

Event description:
After review of medical records, the patient complaints of pain in the left hip and groin, as well as low back pain and radiating pain. X-ray result showed fracture of the left femoral stem. The patient was using crutches for ambulation due to increased pain with weight-bearing. The patient was then revised for broken femoral stem aml with associated metal on metal articulation, left hip. Operative notes reported that there was a thick white scar tissues.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. The x-ray investigation was performed from the x-ray attached and the discs provided, fracture on the left stem can be seen, however nothing indicative that would indicate loosening was found. The reported allegation can be confirmed partially. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address femoral stem loosening at the bone to implant interface. It was also stated that femoral stem broke. Doi: (B)(6) 2009;dor: (B)(6) 2017;unknown affected site

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.